Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: south african journal of surgery. 2021;59(4):149-152. Https://doi.org/10.17159/2078-5151/2021/v59n4a3498.

Event description:
Title: laparoscopic percutaneous internal ring suturing for pediatric inguinal hernias: a south african tertiary centre experience. The study is a retrospective review of the patients who underwent percutaneous internal ring suturing (pirs) - a single port combined percutaneous procedure used to close the internal ring at the hospital from october 2018 until march 2020. One hundred and ten laparoscopic pirs procedures were performed on 94 patients (90 males and 4 females). Prolene 3.0 (ethicon) was used during the laparoscopic procedure. Reported complications are haematomas, hydrocoele, umbilical granulomas and recurrent hernia. In conclusion, this review is supportive evidence that the pirs technique for managing pediatric inguinal hernias in a tertiary institution in south africa can be performed safely with few complications.